Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient reported that two days prior to the event, the patient was receiving critical cgm levels two nights in a row; however, they did not provide any values. The patient stated that had never happened before is what prompted their son and daughter to take the patient to the emergency room on the day of the event. The patient was dizzy and almost passed out. At some unspecified time of the event a nurse took the measurements and the cgm was reading 90 mg/dl and the blood glucose reading was around 130 to 133 mg/dl. At the hospital, the patient was treated with unspecified IV medication. The patient stated that their blood sugar level was "too much" but did not specify what the value was. The hospital recommended the patient change the sensor. It was reported that the new new sensor was giving accurate readings. Additionally, the doctor recommended adjustments to the patient's diet. The patient was discharged from the hospital after two days. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.